Event description:
Info received indicates the bed will not go into the trendelenburg position.

Manufacturer narrative:
The facility's engineer found a loose connection on one of the circuit boards, but did not know what board or connection.